Manufacturer narrative:
B3.: date of event: month and year of event have been provided, but day is unknown. One device was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported problem of the main board issue, but could duplicate the battery charge not charged issue. During the investigation, it was found during visual testing, that there was a peeled dso seal. The dso seal was replaced. The service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that board needed to be replaced and internal battery was not charging. There was no patient involvement. Investigation results, report a reportable event of a peeled dso seal.